Event description:
The reporter stated that the micl13.2 implantable collamer lens was opened and there was a line going across the lens. Additional information was requested but not yet received. If any additional information is obtained, a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4). Method: a lens work order search was performed and one similar complaint was found. Conclusion: based on the complaint history and work order search, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Method: device history review. Results: after reviewing the complaint report form, product evaluation and the device history record, there is no evidence that shows what the root cause of this complaint is. The lens was most likely damaged upon removal from the vial. Any sharp instrument used by the facility can cause this type of damage to the lens if the product is handled incorrectly. Conclusion: unable to confirm. Based on the complaint history, work order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed there was a light scratch and a clear surgical residue on the lens. (B)(4).